Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned, it was observed, due to clogging of the nozzle, air supply volume did not meet the standard value, due to clogging of the nozzle, water removal ability did not meet the standard value, water tightness was lost, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down (u/d) knob was out of the standard value, due to damage on the right/left (r/l) knob, r/l knob did not move smoothly, the adhesive on the bending section cover (a-rubber) had a chip, the plastic distal end cover (c-cover) had a burn, the distal end was deformed, the connecting tube had a scratch, the standard connector had a scratch, the universal cord had a scratch, and the grip had a scratch, the u/d knob had a scratch. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during an endoscopic submucosal dissection (esd) procedure, the evis lucera gastrointestinal videoscope had air/water flow issues from the air/water flow system. It was noted, the intended procedure was completed successfully with the same device. Upon inspection of the customer¿s returned device it was observed, foreign object was noted inside the nozzle. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. While covering the spray valve hole with your finger, depress the valve all the way and confirm that water flow is observed in the entire endoscopic image. While keeping the spray valve hole covered, depress the valve till the first stop position and confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.